Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the balloon feeder return tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the balloon feeder return tube. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the deflector operating knob broken, the air/water nozzle clogged, the balloon feeder return tube dirty, and the nozzle gluing dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.